Manufacturer narrative:
E1: ptient's city: (B)(6). Patient's country: argentina.

Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient faced an event of infusion set tubing detachment close to site location on (B)(6) 2025. The infusion set was used for few hours. The site was abdomen. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-14642), was submitted on 09-oct-2025. Upon completion of the investigation, the manufacturing date was updated as 09-aug-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008570 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008570 was manufactured according to the work instruction (wi) version 80 and packaging in the multivac m12 on 09-aug-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly of the lot 4g06122 was manufactured according to the (wi) version 27 and assembled in the quickset line, on 09-aug-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4g06141 was manufactured according to the (wi) version 27 and assembled in the quickset line, on 09-aug-2024, with a total of (B)(4) units. The sub-assembly: assembly of the lot 4g06142 was manufactured according to the (wi) version 27 and assembled in the quickset line, on 10-aug-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4g06097 was manufactured according to the (wi) version 42 and manufactured in the line mp04 and mp08, on 08-aug-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.